Event description:
It was reported that a patient underwent a lead replacement procedure due to lead migration. The lead had pulled out of the epidural space. The physician did not believe the lead was defective. The patient is reportedly doing well following the procedure.